Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager nc balloon ruptured at 10 atm during the first inflation. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).